Event description:
The user facility reported that the angio-seal device was used for an emergency percutaneous coronary intervention (pci). The insertion sheath was difficult to insert into the artery, resulting in a kink at the tip of the insertion sheath. The device was not used, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site and vessel diameter are unknown. The type of procedure performed was hemostasis. The estimated blood loss is 250cc. Manual compression was applied. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for sheath and locator mechanical damage as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).